Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl, and he was treated with manual injections. The customer stated that the event leading to his admission was paralysis in the left side. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test, and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete the testing. The customer stated that he does not feel comfortable with the device since he has been hospitalized twice and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.